Event description:
Device 1 of 2. Reference MFR report #: 1627487-2013-23219. It was reported the patient experienced inadequate stimulation coverage. Reprogramming did not resolve this issue. X-rays revealed the patient's leads had migrated. Surgical intervention will be taken as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.